Manufacturer narrative:
The target lesion was a mildly calcified and tortuous common iliac artery with an 85% stenosis. A smart control stent was delivered for direct stenting but friction/resistance was encountered during stent deployment. As a result, the stent jumped forward and was placed distal to the target lesion. An additional stent was placed in the lesion without problem and the procedure was completed. There was no adverse event and the patient is in stable condition. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment and the handle of the smart control sds was held flat and straight outside the patient per IFU. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15383888 revealed no anomalies during the manufacturing and inspection processes. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was male but age was unknown. The target lesion was the common iliac artery. There was mild calcification and vessel tortuosity, the rate of stenosis was 85%. Approach was made from the right femoral artery. A smart control stent (complaint product) was delivered to the target lesion for direct stenting but friction/resistance occurred during stent deployment. As a result, the stent jumped forward and it was placed distal to the target lesion. An additional stent (details unk) was placed in the lesion without problem and the procedure was completed. There was no adverse event and the patient is in stable condition. There is no product return. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per IFU.